Manufacturer narrative:
(B)(4). It was reported that a communication error occurred and later a system slowdown warning appeared during preventive maintenance. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the technical root cause of the first communication error is an "overforce", but the cause of the "overforce" cannot be determined. The technical root cause of the second communication failure which was not described in the complaint description is a known design defect. This design defect is currently being escalated as part of the scope of a corrective action.

Event description:
During the applicative test portion of the preventive maintenance the robot experienced a communication failure. There was no apparent reason for this communication failure. There was also a system slowdown warning later in the applicative test.